Event description:
It was reported to boston scientific corporation on (B)(6) 2012, that an alliance inflation syringe was used during a dilatation procedure. According to the complainant, during procedure, the balloon would not inflate completely and nothing was happening on the gauge. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date, due to ambiguity, this event was deemed reportable for gauge reading inaccurately. It was reported that the procedure was completed with this alliance syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
According to the complainant, it is unknown whether or not the suspect device is available to be returned. However, it has not been returned to date. If any further relevant information is received, a supplemental MDR will be filed.